Event description:
It was reported that the device could not be interrogated at changeout. The changeout was completed without issue and there were no patient complications were reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) battery - battery depletion-normal.